Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the lma cuff was not inflating or deflating." No patient involvement. Two units reported. Associated mdrs: 3009307931-2026-00019.